Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported a right side rupture with a capsular contracture, baker grade iii. Device has been explanted and replaced.